Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the lake and forgot to take his pump out of the holder. Customer stated that he removed the battery and when he placed it back in, the pump began to whistle but now it won't do anything. Customer's blood glucose was 73 mg/dl at the time of the incident. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.